Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's right knee was revised due to infection. A knee insert was revised. A 3x11 ps insert was implanted.